Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 alleging the display has gradually become dim over the past 6 months. The patient also reported that the down arrow keypad button was taking several pushes to get it to respond. There was no reported adverse event associated with these complaints. These complaints are being reported because the display and keypad button issues remained unresolved.

Manufacturer narrative:
Follow-up #2 submitted 08/23/2013: additional device evaluation information: the pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings: there was no visible damage to the keypad. All of the keypad buttons respond properly. Removed the keypad and found contamination under all button contacts.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings: during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly. Unrelated to the complaint, evaluation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.